Manufacturer narrative:
Device evaluation summary: biocompatibility test to iso (B)(4) was successfully completed on skin-contacting surface of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2010, a (B)(6) female pt contacted zoll customer support to report that the pt had a yeast infection on her chest near where the lifevest rests. The pt's physician prescribed a cream to treat the infection. There was no additional follow-up on the condition of the irritated area.